Manufacturer narrative:
(B)(4). (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with continuous ambulatory peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was not hospitalized for the event. On an unreported date, the patient was treated for the peritonitis with unknown antibiotics (doses, routes and frequencies not reported). The outcome of the peritonitis event was not reported. It was not reported if dianeal, extraneal, and nutrineal therapy were ongoing. No additional information is available.